Event description:
A report was received per social media that the patient was experiencing more shocks and pain on her right leg and foot. The patient underwent an explant procedure. No further information could be obtained.